Event description:
It was reported that the pump motor was not running. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases, right plunger case were cracked. Error history log review found the motor not running was found at occlusion test. The root cause of the reported issue was found to be the pump was mishandled or dropped by customer. Actions were taken to mitigate the reported issue: realigned the main board also cleaned and greased motor assembly. Performed occlusion test which passed.